Event description:
On (B)(6) 2011 the patient was undergoing a laparoscopic tubal sterilization. The operative report states that while making a stab incision with a 5mm blade, the blade snapped in half and half of the blade was in subcutaneous fat. That portion of the blade in the subcutaneous fat was grabbed by a hemostat and removed.